Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, minor scratches on lcd window, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had pieces coming off the reservoir compartment. Her blood glucose level was 72 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.